Manufacturer narrative:
All buttons functioning properly. No damage or unlocked j2 or lcd keypad connector during visual inspection noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 401 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 170 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer declined to check for leaks, air bubbles, site or insulin issues, and device settings. Customer also reported that the insulin pump act button was unresponsive and no significant event leading to the keypad anomaly was observed and customer confirmed that the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Frn-reservoir.